Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer sent the device in for an unspecified issue. It was later found that the device failed op check. There was no pt involvement.